Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of sensing. This lead was explanted and another lead was implanted successfully with good sensing value. Additional information received which indicated that the lead was explanted electively as a precautionary measures. Also, the field representative reported that the physician decided not to return the lead as it showed good performance. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.